Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing were recorded on the device. Technical support was contacted, however no intervention has been performed yet. The patient was stable and will continue to be monitored.